Manufacturer narrative:
Not explanted.

Event description:
It was reported that a percival valve was implanted on (B)(6) 2018. On (B)(6) 2018, the patient developed av block iii. A pacemaker was implanted on (B)(6) 2018. No other information was provided about the patient's clinical history or the involved device. As such, the event is being reported in a conservative manner due to limited information and an unknown relationship to the device.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. As the device was not received for analysis, no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement.

Event description:
A perceval valve was implanted on (B)(6) 2018. On (B)(6) 2018, the patient developed av block iii. A pacemaker was implanted on (B)(6) 2018. It was reported that the patient's av block may have been related to the pressure exerted on the av node during balloon expansion of the prosthesis.